Event description:
It was reported that during set up the unit was having issues with the connection due to the fiber went out. The fiber that customer was using was damaged and was separated at the rubber end. There was no patient involvement.

Event description:
It was reported that during set up the unit was having issues with the connection due to the fiber went out. The fiber that customer was using was damaged and was separated at the rubber end. There was no patient involvement.